Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the left sided electrode. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removing device until irritation healed. Follow up indicated that the irritation improved.